Manufacturer narrative:
Remove investigation finding code: 3233, remove investigation conclusion code 11, remove type of investigation code 4118 remove investigation finding code: 3233, remove investigation conclusion code 11, remove type of investigation code 4118

Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was 329 mg/dl. The customer will continue to use the current pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue.